Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - incorrect prep. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the (B)(4) nc trek coronary dilatation catheter instructions for use states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a procedure to treat a de novo, concentric lesion in the distal circumflex with moderate tortuosity, heavy calcification, and 75% stenosis, a balance middleweight (bmw) elite guide wire was advanced; however, resistance was felt while attempting to cross through the lesion and was withdrawn from the patient anatomy. Reportedly, the tip of the bmw elite guide wire was found to be damaged. The specific damage is not known, but it was clear that the guide wire was not separated. A new bmw elite guide wire was used. A 3.5 x 15 nc trek rx dilatation catheter was advanced without resistance and inflated; however, the balloon ruptured on the first inflation at 14-16 atmospheres. The 3.5 x 15 nc trek rx dilatation catheter was withdrawn from the patient anatomy without resistance and a new unspecified balloon was used for dilatation and a xience v stent was implanted and the procedure was successfully completed. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.